Event description:
Customer reported a potential false positive troponin (tni) result as compared with vista. Sample was stored refrigerated until 4/5/10 and re-run on triage. Results as follows: date: (B) (6) 2010, triage tni: 11.7, vista tni: <0.015. Date: (B) (6) 2010, <0.05. Pt was experiencing arm pain.

Manufacturer narrative:
Investigation pending.